Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The nurse informed she has pictures of the wound at various stages. She further stated "she will now prescribed aquacel ag+ and use for four weeks to see if the improvements continue". It was further reported they have used the following dressings have been used on the pt in the past aquacel atraumon, suprasorbx, and actiform cool; along with iodine and gauze. They note pt's dressing change was reduced from every three days to every five days. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to FDA on july 16, 2014.

Event description:
It was reported a nurse stated "she had been using aquacel ag extra and dressing and she had two issues. It was stated "the nurse had been using aquacel ag + for two weeks on a pt but, discontinued usage as it is what they are advised to do when using silver." The nurse reports the dressing only wicks the exudates in a few places, leaving the rest of the purulent thick; exudates sat on top of the wound and under the dressing and when the dressing is removed, it allows the pooled exudates to leak and this runs down his face." It was further reported the nurses are not using any emollient creams with this wound. She went on to report despite a pool of thick exudated between the wound and the dressing; the dressing does stick to the wound bed. The dressing area that sticks tends to be still in its fibrous form rather than being gelled." Note: this complaint involves two separate complaint issues. A separate 3500a form has been completed for the other case.